Event description:
It was reported that a cartridge alarm occurred during pumping, specifically alarm 20. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to resume insulin therapy by loading a new cartridge but was unsuccessful due to the recurring alarm. Technical support arranged for a replacement pump to be sent, and the customer will temporarily use multiple daily injections (mdi) as a backup therapy.